Event description:
Per the pt's request, a femoral arteriotomy site closure was planned. The pt was unable to stay flat for a long period of time. A perclose device was deployed but it failed to attach. A second device was used and it also failed. Angioseal was then used to close off the area and it was successful. After the case, it was identified that one of the two feet of both devices were missing.